Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts was observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the introducer needle break and hard to remove. The customer¿s blood glucose level was unknown. The customer was not reporting that the sensor or introducer needle fractured while in the body. Troubleshooting was performed. The product will be returned for analysis.